Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/2.5 mm balloon ruptured at unknown atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 75% stenotic lesion in the mid left anterior descending coronary artery which demonstrated average tortuousity. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.